Event description:
It was reported that, "iol implanted on the left eye of pt in 1999. On 12/03/1999, pt experienced excessive inflammation on the pupil area (with fibrinoid structure), but no culture. Treatment: 'intravitreal cephalidal and geomycin and systemic 'ab' therapy and 'sc celectone chronodose' and atropine.'"